Manufacturer narrative:
Due to case logs not being provided, an investigation could not be performed. It was reported the implant was replaced after swapping drivers with no reported adverse effect to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. Nodeterminations could be made as to the cause of the reported issue.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.